Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a low vacuum message. The ICU nurse called for assistance, the nurse had another pump nearby to switch the patient over to. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Patient's height: 183cm. A getinge field service engineer (fse) was not dispatched to evaluate this unit. Iabp pumps are managed and repaired by the customer's in house trained biomed. The customer's biomedical engineer(bme) was not able to duplicate the issue. Bme calibrated the transducers and converted unit into the "travel" pump since customer rarely ever use it. This is just to get by until these are replaced in a couple months. Unit ran for a full 9 days straight without alarming. H3 other text : getinge trained bme evaluated.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a